Event description:
On (B)(6), 2010, hill-rom was notified that a clinitron cll air fluidized therapy bed had allegedly caught fire. The hospital's medical technologist alleged a burning smell emitting from the bed, and then allegedly discovered a flame emitting from under the foot section of the bed. A registered nurse immediately transferred the pt off the surface and evacuated her from the room, alleging that the pt's femur was broken in result. The medical technologist then extinguished the alleged fire and called the fire department to report the incident. Hill-rom performed an on-site engineering investigation of the product on (B)(6), 2010. It was concluded that the bed's heater element wiring insulation was damaged, which may have created an arc between the ac and neutral lines, thereby igniting sound suppressing foam within the blower assembly.